Event description:
Voluntary medwatch received stated that the atrial lead exhibited low out of range pacing impedance measurement. No intervention or procedure was performed. No additional adverse patient effects were reported.